Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported event. The device was returned with a physical damages. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The technicians attempted to power the device up, this was unsuccessful. They connected device to direct ac power, but it did not power up. They replace the circuit board. The reported issue could not be duplicated.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the pump was continuously beeping; it is unknown if there was a patient involved.